Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. All tamper seals were intact. Customer problem was duplicated. Found sticky coin latch/lock. Pump was displaying "1260" error code alarm message during power up when batteries are inserted. This issue was customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump. Coin latch/lock assembly, lcd lens and microprocessor unit board were replaced.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device cassette lock was stuck and wet under lens. There was no patient, or clinician injury associated with this occurrence. It occurred during testing. No further details provided at this time.